Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 209 mg/dl (aviva) and 17 mg/dl (paramedic's meter). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.